Event description:
A customer reported there was no irrigation or aspiration in vit mode during a procedure. Thee was no pt harm reported. Additional information was requested but none has been received.

Manufacturer narrative:
The company rep examined the system and updated the software. The system was then tested and met all product specifications. This complaint was opened to address a reported event of no irrigation or aspiration in anterior vitrectomy mode. The system under investigation was confirmed to have a software issue. This event type is consistent with a known issue addressed in an internal investigation. The internal investigation was opened to address reported incidents of no irrigation/aspiration during anterior vitrectomy mode. It was found that under certain circumstances with the vitrectomy setup screen enabled, the user can unknowingly disable the footswitch control of fluidics including irrigation, vacuum, and aspiration during the anterior vitrectomy procedure. No other procedural steps are affected. The root cause was determined to be due to an issue in the software revision in the system when the event reported occurred. (B)(4).